Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive for 2 colony forming units (cfus) of unidentifiable gram negative bacilli on (B)(6) 2023. The device was retested on (B)(6) 2023. The second test result was positive for 2 cfus of escherichia coli. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel with a suction pump. During manual cleaning, the device passed the leak test. The instrument/suction channel, suction cylinder, and instrument channel port were brushed. The device was rinsed before manual disinfection. The disinfectant used was matrix whitely, and the channels were flushed with sterile water. The automated endoscope reprocessor (aer) used was rapricide a and b with steris detergent. The water quality was controlled, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by blowing compressed, filtered air and stored in a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.